Event description:
It was stated that, "it broke during the case today when [the doctor] was malletting."

Manufacturer narrative:
Based on the reported event and the returned device, it is likely that the cause of the failure was insufficient mechanical properties to withstand the impact force that was applied during use. The excessive impaction forces that were reported may have exceeded the mechanical properties due to potential off axis loading or a tight disc space and this may have been contributed to from wear on the device over previous repeated uses.